Manufacturer narrative:
(B)(4).

Event description:
It was reported that increase pacing lead impedance and increase capture threshold were observed during a device check at the hospital. The lead was capped and replaced. The patient was stable post procedure.